Event description:
Early 80¿s male presents with chest pain resulting in st-segment elevation myocardial infarction. History of stroke 5 years ago. Procedure was diagnostic cardiac catheterization: the guide kinked while in the patient. Device removed without known harm. Manufacturer response for catheter, percutaneous, cordis (per site reporter): will obtain.